Event description:
Customer reported the uom setting of their unlocked freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. Complaint confirmed. No manfacturing parameters found out of spec. However, uom was selectable and was received at mg/dl. Log #204 and 0806 error were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.